Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that a patient underwent the intramedullary nailing of femur surgery performed two months back (exact date is unknown) to treat the intertrochanteric fracture of the femur. During the procedure surgeon threaded the buttress/compression nut over the blade/screw guide sleeve and attached it to the aiming arm. However the blade/screw guide sleeve for the helical blade insertion jammed into 130 degree aiming arm and would not release. So the surgeon used plier (non-synthes product) to free the devices (blade/screw guide sleeve, compression nut and aiming arm). Surgery was completed successfully with no other medical intervention. It is unknown if the surgery was delayed due to the reported event and also patient outcome post-surgery is unknown. This report is for one (1) aiming arm. This is report 3 of 3 for (B)(4).